Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Biotronik implants are sterilized with ethylene oxide per a validated method demonstrated to yield a sterility assurance level of 1 x 10-6. The sterile barrier has been demonstrated to be intact up to 46 months after storage in real time aging conditions, as determined for products with the same packaging and sterility parameters. In summary, the device was not returned for analysis. It is presumed that if the sterile barrier was intact up to the time of implant, sterility would not be compromised.

Event description:
This device was implanted 21 days after the use by date. There were no implant complications. There was no biotronik representative at the implant. The device remains implanted. Should additional information be received, this file will be updated.